Manufacturer narrative:
The analysis revealed the device met specification and no anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (25 mg/ml at 8.5 mg/day) and clonidine (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported the patient often had withdrawal symptoms. The event date was unknown. A catheter study was done, but there was no issue; the catheter flow was perfect. There were no alarms or rotor stalls detected. The hcp decided to replace the pump in collaboration with the patient. The pump was replaced on (B)(6) 2017. There were no known contributing factors to the event. The issue was resolved, and the patient status was alive - no injury. The pump would bereturned. No further complications were reported or anticipated.